Event description:
(B)(4) my device was not provided with my current insurer. I am with two auto immune diseases one being treated by a hematologist which is severe aplastic anemia and lupus which is being treated by my rheumatologist. Blood disorder not sure how that came about. But I am being treated with gengraf 600 mg a day.